Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string wrapped around the pessary and was inaccessible to aid in the removal. She was able to manually remove the pessary with no medical assistance and is doing fine.